Event description:
Customer reportedly unexpected negative reactions with capture-r ready-screen (ii) and capture-r ready-ID when testing pt sample containing an anti-k. Manual testing by a tube method resulted in microscopic reactivity at the ahg phase.

Manufacturer narrative:
The presence of the k antigen was confirmed on crrs (I and ii), lot x187 and crrid, lot id082. Customer returned the sample for investigation testing. The pt's samples were tested on retention crrs (I and ii), lot x187 and crrid, lot id082. The pt's samples exhibited no reactivity with all cells tested. The pt's samples were tested by manual tube method using panoscreen I, ii and iii, lot 11848 with n-hance, lot nh56-3 as the potentiator. A room temperature incubation was included. The pt's samples exhibited reactivity at 20'rt with cell #I (k+k+). No reactivity was observed at the 37c and iat phases of testing. Testing was repeated with reading only at iat following the 37c incubation; no reactivity was observed. This suggest the pt's anti-k is igm in nature. Capture-r is designed to detect unexpected igg antibodies to red cells.